Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: did any needle piece fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? If not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). Contacted with the sales rep today via phone, please refer to event description and other information requested is unknown.

Event description:
It was reported that a patient underwent a laparoscopic left salpingectomy+left ovarian cystectomy procedure on (B)(6) 2024 and suture was used. During the procedure, the patient was admitted for treatment of "ectopic pregnancy" and underwent surgery at 16:00. During the surgery, the doctor used suture to suture the excised area (with no abnormalities in the preparation of consumables before surgery). The needle holder was used normally to hold the needle. After puncture, when the needle was pulled out, the problem of pulling off suture needle happened, and a clear broken end was visible at the tail of the needle end. The remaining thread end was immediately removed from the puncture site, and the patient's puncture site was immediately inspected. At the same time, the needle and suture were spliced together. Due to their welding process, it was impossible to determine whether the needle was intact or not, and there may be very small metal foreign objects stuck in the puncture site. Therefore, the suture was immediately replaced, and the patient's wound was disinfected again. After the second suture, the patient's condition was evaluated after surgery, and the patient's condition the healing state of the suture site. This incident, with secondary suturing, extended the surgical time, causing possible retention of extremely small foreign objects at the puncture site of the patient. No adverse patient consequences were reported. Additional information was requested.